Manufacturer narrative:
Returned product consisted of a model-6f runway guide catheter. The device was visually and microscopically examined. Inspection of the hub, strain relief, shaft and tip revealed numerous kinks in the shaft. There was a kink 1.75cm proximal of the tip. Inspection of the remainder of the device found no other damage or defect. Product analysis confirmed the reported event as there was a kink near the tip.

Event description:
It was reported that device fracture occurred. A 6f runway vl3.5 guide catheter was selected for use. When taking the product out of the packaging, it was observed that the tip of the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that device fracture occurred. A 6f runway vl3.5 guide catheter was selected for use. When taking the product out of the packaging, it was observed that the tip of the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.